Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the cartridge was cracked at the t lock resulting in air bubbles occurring. Reportedly, the customer would change the pump to supplies to address the issues. Customers blood glucose level was 196 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.